Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that her husband experienced low blood glucose level of 47 mg/dl. Customer reported that they did not contacted their health care professional regarding the low blood glucose event. The customer provided symptoms regarding low blood glucose like shaking and confusion. Reviewed health or lifestyle issues to verify if customer had any unusual events and found that they had new medications and low calcium levels. The customer was treated for the low blood glucose with food. Based on customer report customer did not allege insulin pump was over delivering. The insulin pump was not returned for analysis.